Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. Relinquished the transmitter from the old smart device and had patient pair the transmitter with the new smart device. The reported issue was resolved as the patient indicated that the transmitter was paired and working. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(6) 2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.